Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the xiphoid incision site had opened. It was noted that the opening had started as a small pinpoint and had grown despite oral antibiotics. The patient underwent a pocket revision procedure and the electrode remains in service. No cultures were taken of the pocket at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the xiphoid incision would not close or heal. There was no drainage and the patient did not exhibit a fever or other symptoms. The physician did not believe there to be an infection. The physician also believed that the patient's work in the heat and constant sweat may be a contributing factor to the non closure of the wound. Subsequently the electrode was explanted. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also electively explanted at that time. No additional adverse patient effects were reported.